Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure ¿ (occlusion). Evaluation codes, conclusions: inherent risk of procedure ¿ (occlusion) (B)(4).

Event description:
During the index procedure three in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion in the right proximal, mid and distal sfa (r-1). Claudication pain in the right limb and occlusion of the target lesion (r-1) in the right sfa was reported approximately 6 months post index procedure. Investigator indicated that the event was not related to the study device, procedure or paclitaxel. The event was treated with in.pact admiral paclitaxel-eluting pta balloon catheters and non-medtronic stents. The outcome is resolved.

Manufacturer narrative:
The cec has adjudicated the previously reported claudication pain in the right limb and occlusion of the target lesion (r-1) in the right sfa approximately 6 months post index procedure as related to the device, not related to the procedure or drug.